Manufacturer narrative:
Submit date: 09/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a peripherally inserted central catheter (PICC). This PICC was placed on (B)(6) 2016 and was found to be leaking at the junction of the catheter and pink butterfly (catheter side) on (B)(6) 2016. Either betadine or chg was used to clean the skin area and area was completely dried prior to insertion. It was not difficult to secure and was secured with stat lock covered with transparent dressing. The PICC was inserted (B)(6) 2016 in the left saphenous. Each line was flushed on a regular basis. Nothing was used to clean the device. The catheter tubing was not being cleaned. The PICC was removed (B)(6) 2016 and was replaced with a single lumen. There is no PICC in place currently.

Manufacturer narrative:
Submit date: 11/30/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.